Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to evaluate this unit and could not duplicate the reported glitching of lcd. The fse replaced the display controller pcb as an precautionary measure and performed full functional checkout of device and cycled pump on iabp and simulator for 2 hours without any errors. The fse additionally replaced the 9v battery for test equipment patient simulator. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.a supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that during a daily routine check, the screen in the cs300 intra-aortic balloon pump (iabp) was glitching on and off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigations, investigation findings, investigation conclusions), h10, h11corrected fields: h6 (component codes)

Event description:
N/a.